Manufacturer narrative:
Sr-671843

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient receives an alert from both his receiver and g5 mobile application without any display message. No additional patient or event information is available.